Event description:
At the conclusion of the patient's pacemaker implantation procedure, it was determined that the second pacemaker lead used for this patient was malfunctioning and a new one was implanted.